Event description:
Customer reported issues with the insulin pump. Customer states that the customer states that the blood glucose reading is 107 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, unable to confirm needle complaint due to the customer did not return the insertion needle.